Event description:
It was reported to philips that the system's wireless footswitch was unable to connect wirelessly. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was unable to connect to the base station. Upon functional testing, the fse identified that the wi-fi indicator on the wireless footswitch was solid red and could not be used. The issue was not resolved even after the cold restart which confirmed that the wireless footswitch need replacement. The cause of the wireless footswitch failure could not be conclusively determined by the supplier's part analysis however, the replacement of the wireless footswitch by the fse resolved the reported issue and restored the functionality of the system. After replacement of the wireless footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.